Manufacturer narrative:
G4: 05feb2021. B4: 18feb2021. H11:g5: k102985. H10: the customer stated the issue was found during the setup of the unit, no delay in therapy, no medical intervention, no patient harm.the customer reported receiving an error code consistent with battery failure. The customer ordered and installed a new battery themselves. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17sep2020.

Event description:
The customer contacted technical support (ts) reporting that the device alarmed battery failed. The customer reported that the unit was in patient use at the time of the reported issue. No patient injury or harm reported. The patient was placed on a different unit with no issues. The customer evaluated the unit with technical support (ts) and confirmed the reported problem.